Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by a caller that they experienced low blood glucose with blood glucose of 50 mg/dl at the time of the incident. The caller did not mention how they treated. The caller did not mention any symptoms. The caller was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The caller stated the pump retainer ring was broken. The caller stated they received the pump from a widow of a deceased customer. The caller declined to provide further information. The insulin pump will not be returned for analysis.